Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed reported error 23017 on every normal power up. The fse performed and ergonomic calibration, the issue was temporarily fixed, but error 23017 came back after multiple power cycles. The fse inspected the potentiometers and connections to the backplane. Inspected the set screw. Performed ergonomic calibration. The fse replaced the digital potentiometers due to temporary fix after calibration and error 23033 and 22017. Primary and secondary digital potentiometers of the high resolution stereo viewer (hrsv) tilt sensor. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the reported complaint can be attributed to fault on the digital potentiometers. This issue can be resolve by replacing the affected digital potentiometers or switching to a different surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) had message for caution instrument motion may be non-intuitive message on the screen. The customer advised the message appeared during the procedure and system logs show errors 22017 and 23033 pointing to the hrsv digital pots. The site power cycled the system and performed a hard reboot on the surgeon console with no change; error 22017 and the message persisted at startup. The procedure was completed with no reported injury.